Manufacturer narrative:
Product analysis summary;d the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 21st distal stent wraps with struts raised. No deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. No other damage evident to the remainder of the device. No damage evident to the remainder of the device. Image review: one photo was provided by the account, capturing the resolute onyx stent. Deformation is evident to the mid stent with struts raised. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute onyx drug eluting stent was intended to be used during a procedure to treat a lesion in the mid rca exhibiting moderate tortuosity, no calcification and 100% stenosis. No damage noted to packaging. Device was not inspected and negative prep was not performed. The lesion was pre-dilated. Device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was not used. It is reported that stent deformation occurred during positioning/advancement. The physician decided to remove the device and observed raised stent struts. Procedure was completed with a non medtronic stent. No patient injury reported.